Manufacturer narrative:
(B)(4). Leak test failure. The analysis results of the device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, two tanks of gas were used. A 15mm trocar, 12mm trocar, and three 12mm sleeves were being used at the same time however it is unknown exactly which one of the trocars or sleeves were leaking every time a device was being inserted. It was noticed that every time an instrument was inserted the pressure would drop significantly to an unknown value. The camera was inserted into a 12mm trocar, the gas line was connected and the stopcock was opened. The same devices were used to complete the procedure. No adverse consequences reported.